Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two recall- 05/11/2018 07:17:30 monica a bennett (mabennet) for recall contact ronnie phelps biomed 254-935-5884 email ronnie.phelps@bswhealth.org **unit also affected for the r090 recall**** 06/01/2018 11:00:50 lester laynes (llaynes) front case cracked top left corner, rear case cracked bottom left corner, barrell clamp cracked, stick claws are not covered by recall as they are not in recall population. 06/06/2018 09:49:26 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per lester laynes, service tech. Repair approved by ronnie phelps at ronnie.phel ps@bswhealth.org for $579. New po# is 9450160719-0-htm. Npi 06/07/2018 12:33:16 annette a mendez (amendez) 1z9791540271454771 10/21/2019 10:46:20 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Event description:
Syringe split nut two recall. (B)(4). During the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.